Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacturer. H6: coding changed based on the investigation result. Evaluation summary: the device has been repaired.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer. There was no report of patient harm.